Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Review of field data showed the complaint lot patient median value was within the range of other lots in the field between (B)(6) 2017 and (B)(6) 2017. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated intact parathyroid hormone (pth) results while using the architect intact pth reagents. The following data was provided. The customer uses normal range 15 to 68 pg/ml. Patient 1: sid (B)(6) (tested (B)(6) 2017) initial 15 pg/ml, no repeat value provided. Sid (B)(6) (tested (B)(6) 2017) initial 74.6 pg/ml, no repeat value provided. Sid (B)(6) (tested (B)(6) 2017) initial 126.4 pg/ml, no repeat value provided. Another method showed value in the normal range (10 to 69 pg/ml), however, the specific method and values were not provided. Patient 2: sid (B)(6) (tested (B)(6) 2017) initial 84.3 pg/ml, repeat 84.1 pg/ml. Another method was lower, 49.4 pg/ml (normal range 10 to 69 pg/ml), however the specific method was not provided. Per the architect intact pth product package insert, for healthy adults, the median intact pth result is 35.6 pg/ml. No impact to patient management was reported.